Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings: pump returned with corrosion in the battery compartment. Battery compartment is cracked on side from threads to cover. Pump has no audible and no vibratory features; the display screen remains blank. Unable to download pump history & black box data. Pump fails leak test due to battery compartment leak removed cover; evidence of moisture damage was present in the pump internally.. Unable to complete all test steps and adequately investigate the call service compliant due to moisture damage in the pump.